Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was interrogated post-mortum. The device displayed one event from last april which was an episode of oversensing caused by cautery. There were no other episodes in the device. The physician believes the device was involved in the patient death, that ventricular fibrillation was not treated and this is displayed on surface electrograms. The device was explanted and will be returned for analysis.